Event description:
The customer reported the system had corrupt images with a corrupted image error message. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The fse was able to duplicate the error at boot up. However, could not confirm that there were missing images. The system was tested and found to be working as intended and put back into service.